Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switch. The atrial sensitivity was reduced. The lead remained implanted.